Event description:
Customer received a reading of 205 mg/dl. She limited her sugar intake to regulate the blood glucose then began to experience hypoglycemia. Customer was weak and had difficulty walking. Customer was taken to the emergency room where she was provided an IV with glucose. Customer was testing with the wrong type of test strips. In addition, test strips were beyond expiration.